Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
The customer reported that the patient who had a endovascular thoraco/abdomal aneursym repair with thoracic stenting developed paraplegia about 3 hours after the procedure was completed. She had a spinal drain inserted early this am, but remains paralyzed.

Manufacturer narrative:
Manufacturer ref# (B)(4). (B)(4) is to be close/cancel as it is assessed to be a side effect and is related to procedure. The event will be handle in (B)(4) (manufacturer ref# 3002808486-2022-00130) . Therefore this complaint will be closed/cancelled. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.